Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that it was approximately 2-3 months prior to report is when the patient noticed that the ins was overdischarged. It was noted that the patient got discouraged and put away the implantable neurostimulator recharger (insr) and then the patient's back began to hurt "so bad." It was noted that the patient tried to utilize it again but the ins was dead. It was noted that the patient stated that it was his fault why it occurred. Additional information received reported that the patient received assistance from their doctor or manufacturing representative and their concerns were resolved. It was noted that the patient had an appointment on (B)(6) 2014.[omitted information from pe (B)(4) poor coupling, pe (B)(4) poor coupling]the patient had their ins replaced on (B)(6) 2016 because of two overdischarge events and was using a new implantable neurostimulator recharger (insr).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.